Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and found the cause of the reported failure to be 2 shorted diodes, designators cr43 and cr44 which caused significant electronic damage to several other components on the therapy pcb assembly.

Event description:
It was reported that during a routine self-test, the customer heard a loud noise from inside the device and described a burning smell. The device was then unable to deliver energy. There was no pt used associated with the reported failure.